Event description:
It was reported during procedure, when attempting to insert the subject guidewire into a catheter for cerebral aneurysm embolization (web). After tip shaping, the coating on the subject guidewire was found to be peeled off. The subject guidewire was replaced with another one and the procedure was completed successfully without clinical consequences to the patient.

Event description:
It was reported during procedure, when attempting to insert the subject guidewire into a catheter for cerebral aneurysm embolization (web). After tip shaping, the coating on the subject guidewire was found to be peeled off. The subject guidewire was replaced with another one and the procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
D4 gtin: corrected to (B)(4). D4 expiration date - added. D9 product available to stryker/ returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿ updated. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the returned subject guidewire revealed that the ptfe coating was peeled approx. 100 to 117cm from the proximal end. The nitinol tubing of the subject guidewire was broken/fractured 190cm from the proximal end. The subject guidewire tip was noted to be shaped. The functional test was not performed as the defect was visually confirmed. The reported guidewire ptfe coating peeling was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when attempting to insert the subject guidewire into a viva27 catheter for cerebral aneurysm embolization (web) after tip shaping, the coating on the subject guidewire was found to be peeled off. Additional information provided by the customer indicated that the subject guidewire was shaped 100 degrees, the introducer sheath was used when inserting the subject guidewire. The subject guidewire device was prepared for use as per the directions for use, the subject guidewire device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush set up and maintained throughout the clinical procedure. The subject guidewire device was returned, and it was confirmed that the ptfe coating was peeled, there was also a fracture noted to the nitinol tubing to the distal end of the subject guidewire. Guidewire ptfe coating is known to have the potential to peel during backloading of the subject guidewire through the introducer and also due to interaction with an under tightened torque device. The characteristics of the ptfe damage to this device is consistent with backloading through the introducer, which is not recommended. An assignable cause of handling damage will be assigned to the reported and analyzed ¿guidewire ptfe coating peeling¿. It is likely that the nitinol tubing of the subject guidewire was fractured as a result of handling of the device during the attempt to insert the subject guidewire into the microcatheter, therefore an assignable cause of handling damage will be assigned to the analyzed ¿ guidewire distal tip broken/fractured during preparation¿.